Manufacturer narrative:
Date of event: estimated based on the aware date of (B)(6) 2019. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied and a pinhole leak was identified 12mm proximal from the proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 20jan2020. It was reported that a leak occurred. A percutaneous coronary intervention was being performed. During inflation of a 10.0 x 40, 135cm mustang balloon, the balloon was pierced and a leak of contrast was noted. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed a pinhole.